Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) due to diabetic ketoacidosis (dka) while wearing the pod. No information was provided on the type of treatment given to the patient.